Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 11:19:57 on (B)(6) 2024. At 14:42:53, an arrhythmia was detected. ECG was obscured due to CPR/motion artifact. At 14:43:28, the patient received the inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact/asystole. The electrode belt was disconnected at 15:15:04 on (B)(6) 2024.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief. The root cause for the strained cable could not be positively identified. There is no indication that the strained cable caused or contributed to the patient's passing as the ECG electrodes were functional and able to acquire a signal. The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 11:19:57 on (B)(6) 2024. At 14:42:53, an arrhythmia was detected. ECG was obscured due to CPR/motion artifact. At 14:43:28, the patient received the inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact/asystole. The electrode belt was disconnected at 15:15:04 on (B)(6) 2024.